Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed carbohydrates to self address bg. The customer received assistance from paramedics consuming cranberry juice and glucagon. Paramedics left once customers bg level was back in target range. Recommendation was made to consult with a healthcare provider to discuss diabetes management.